Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the pe valve has low o2.associated malfunctions for this device: power cord was cut and the sieve beds were dusted.